Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Customer was advised to adjust the tubing and deliver a 5-unit bolus, but could not complete troubleshooting and planned a site change upon returning home. To manage blood glucose, customer administered a pen injection to lower levels from 15 mmol/l.